Manufacturer narrative:
The customer reports that the cns (central monitoring system) had a blank black primary display. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the cns (central monitoring system) had a blank black primary display.